Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After predilation using a 1.2x6 mm non-bsc balloon, ivus was performed. A 3.00x12mm promus element plus stent was advanced to treat the target lesion however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the edge of the stent was found to be lifted. The procedure was completed a 3.0x12mm non-bsc stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the stent had detached. The stent was not returned for evaluation. Crimp evidence was present on the balloon. The balloon showed evidence of positive pressure being applied as the balloon was not tightly folded. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. After predilation using a 1.2x6 mm non-bsc balloon, ivus was performed. A 3.00x12mm promus element¿ plus stent was advanced to treat the target lesion however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the edge of the stent was found to be lifted. The procedure was completed a 3.0x12mm non-bsc stent. No patient complications were reported and the patient¿s status was good.